Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not able to rewind. Customer blood glucose reading was 158 mg/dl. Customer was getting error after 3 days of using the insulin pump. Troubleshooting was performed. Customer was not able to clear an alarm. Customer also reported critical error alarm. Customer stated pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis

Manufacturer narrative:
Pump received with a critical pump error alarm and pump error 35 is found in the formatted history file due to force sensor zero offset out of specification. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump received with scratched case and pillowing keypad overlay.